Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2008 the patient alleges to have been injured without further explanation.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via right common femoral vein due deep vein thrombosis (dvt). Patient is alleging tilt and vena cava perforation. The patient further alleges ¿stress, anxiety, and internal bleeding¿ and post procedure dvt¿s, anxiety and stress. Per a reading of CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017, ¿positive for caval perforation a total of six prongs have perforated the ivc.¿ ¿maximum perforation of prongs is 11 mm.¿ ¿coronal images 6 degree tilt left to right.¿ ¿sagittal images 7 degree tilt posterior to anterior.¿ per another reading of CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017, ¿an inferior vena cava filter is demonstrated with it superior most tip at the levels of the renal hilus, no perforation, fracture or abnormal adjacent soft tissue mass or gas is demonstrated.¿